Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported son received a false negative result on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 18681i, reader sn (B)(6) ). Cue covid-19 test performed on (B)(6) 2021 provided a positive result. Individual tested positive on (B)(6) 2021 with a covid-19 rapid test (brand/manufacturer not specified) and on (B)(6) 2021 with a sars-cov-2 pcr test. No further information provided regarding this false negative result.